Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the stent delivery system (sds) and guide wire were returned with blood and contrast on the stent implant, on the balloon, on the shaft and on the guide wire coils. There was blood in the guide wire lumen. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. There were fibers and debris on the balloon, stent implant and distal shaft. Additional information was received stating that the device was placed and wrapped in a surgical sponge after removal, so fibers observed should have been released during wiping. There was an indentation in the distal end of the tip which may have been the result of interaction with the anatomical conditions. There were multiple bends in the hypotube distal to the strain relief tubing. The bends were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the sds. The guide wire was returned backloaded through the sds and frozen in the guide wire lumen. There was 14.3 centimeters (cm) of the guide wire coils extending from the tip of the sds. The tip ball was separated from the guide wire and was not returned. The tip coils were smashed at the separation. There was a bend in the tip and stretched coils 5 mm proximal to the separation. The tip coils were stretched at the bend. There were offset coils 1 mm and 7 mm proximal to the center solder. There was no other damage noted to the guide wire. After the sds and guide wire were soaked in the water bath for four days to dissolve the blood in the guide wire lumen, the guide wire still could not be removed from the sds. There was still blood in the guide wire lumen. The maximum outer diameter of the guide wire core proximal to the guide wire exit notch was measured and met manufacturing criteria. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. It appears that a coagulation of blood contributed to the reported difficulty to position and subsequently resulted in the difficulty to remove. The reported difficulty to position and difficulty to remove appear to be related to the operational context of the procedure. A review of the lot history record did not reveal any related nonconforming material records. Additionally, a query of the complaint handling database revealed no other incidents for difficult to position or difficult to remove for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the heavily calcified distal left anterior descending artery, pre-dilatation was performed using a 2.0x12 trek balloon. The physician experienced resistance during advancement of the rx xience v stent delivery system (sds) on the hi-torque balance guide wire with hydrophilic coating. The sds could not advance to the lesion and became caught on the guide wire proximal to the lesion. To avoid risk to the patient, the physician removed the sds and the guide wire as a single unit from the anatomy. The procedure was completed using a non-abbott guide wire and a non-abbott stent. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the guide wire tip ball was separated and not returned. Additional reported information confirmed that the tip ball was attached to the guide wire after use in the anatomy. It was also confirmed that the tip ball was attached to the guide wire when the device was shipped to abbott for analysis. Due to reported information, the separation of the tip ball occurred after use and after packaging; therefore, there was no malfunction of the device other than the reported resistance between the sds and the guide wire. Return device analysis revealed that there were fibers and debris on the balloon, stent implant and distal shaft of the 2.25x18 rx xience v. Additional reported information indicates that the device was placed and wrapped in a surgical sponge after removal from the anatomy. Origination of fibers were most likely from wipe down.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.